Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿this is a patient who operated in 2012, is a female patient, young. You see that the acetabular component was quite well positioned, it had a good postoperative, without complications and returns to service, 12 years after surgery, with the same problem, the dissociation of polyethylene in the bec metal from johnson pinnacle prosthesis¿ the product was not returned to depuy synthes, however a video was provided for review. The review of the video shows radiographic images of a total hip prosthesis, indicating that the femoral head is eccentrically positioned and articulating directly against the acetabular cup. The observed condition of the involved implants is consistent with a dissociation between the polyethylene liner and the acetabular cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unknown hip acetabular cup would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that there was a clinical case of metallosis involving a johnson material.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.